Event description:
Vns patient passed away. Ti was reported that the patient was found dead on their bathroom floor and had hit their head. Cause of death is not known at this time. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.